Event description:
Additional information received indicated the lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that high pacing impedance and high capture threshold was observed on the right ventricular (rv) lead. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.